Event description:
On (B)(6), 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6), 2012 at 8:40pm. The patient reported blood glucose readings of '447 and 195 mg/dl' with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl. As part of her diabetes regimen, the patient claimed she is on an insulin pump. The patient claimed at 8:45pm that evening, she administered 3 units of humalog insulin and additionally tested on another blood glucose device (brand unknown) with a result of '188 mg/dl'. At an unknown date/time, the patient stated she passed out; however it is not known what additional treatment she received after the alleged issue began. At the time of troubleshooting, the cca noted the test strips were in good condition, the subject meter's unit of measure was set correctly, an approved sample site was used, and the patient's testing procedure was correct; however the control solution was not available to perform a quality control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.